Event description:
Reference number (B)(4). Event occurred in the switzerland it was reported on (B)(6)2024 that the infusion set cannula was kinked which results into high blood glucose level of 20mmol/l. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 6006860 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 42 test on reference samples, 5 samples out 5 samples passed the test. Functional test 1 according to wi version 10 on reference samples, 5 samples out 5 samples passed the test. Only five samples were tested because the rest of the reference samples were inspected in destructive tests by the quality team. Batch review the lot 6006880 was manufactured according to the document version 71 on the inset 6, on 02/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: harm no reported, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .